Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient mentioned with their previous ins, they started to have issues charging in 2014 and waited too long to have the ins replaced, so they wound up being in a lot of pain. The patient said the 7 years came, but they waited and it "started going off" and they struggled so much to find a way to charge the ins, but slowly they were having a hard time charging. They said the ins got down low and just would not charge.